Manufacturer narrative:
Clarification to b3 date of event: partial date february 2026. Clarification to d1-d4 device information: patient initially indicated the serial numbers were not known, and later the healthcare professional provided a serial number of "(B)(6)", which does not belong to an allergan/mcghan-manufactured device. Follow up was performed to confirm the manufacturer of the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left side. Device remains implanted. Manufacturer of the device is unknown.